Event description:
Per the clinic, multiple open circuits were observed at several electrodes. The implanted device remains. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.